Event description:
The customer reported that a file system corruption was detected. An error code displayed on the system.

Manufacturer narrative:
(B) (4). The customer found that the lenix was corrupt. He ran clean software, reloaded, and configured. He rebooted the system and verified the system. He set up a dicom and verified the image transfer. The unit failed again after repair. He removed and replaced a gpos cpu pcb and hard drive. He reloaded the software and configured the data on the c-arm. The system operates as intended.